Event description:
Reportedly, during the implantation of a pacemaker on (B)(6) 2024, capture failure occurred with a vega r58 lead despite being positioned several times. Another lead has been implanted.

Event description:
Reportedly, during the implantation of a pacemaker on (B)(6) 2024, capture failure occurred with a vega r58 lead despite being positioned several times. Another lead has been implanted.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Upon reception, the fixation mechanism did not operate as expected - the screw could not be extended. Coagulated blood was found within the inner coil, likely contributing to the malfunction. After manual extension via the inner coil, the screw showed no visible damage and measured within specification. Electrical testing confirmed that both inner and outer electrical continuity were within specifications, with adequate insulation between electrical lines across all lead sections (distal, lead body and proximal). Based on available data and the investigation results, a lead malfunction is not suspected. A lead positioning or contact issue during implantation is more likely to explain the reported event. Such issues are not entirely avoidable and may be influenced by multiple factors (ex. Patient physiology, physician preferred implant site, etc), which cannot be fully mitigated by lead design or instructions for use¿as illustrated in this case. This investigation will be retained and used for trending purposes.